Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04689. It was reported the patient had an increased recharge burden. The patient had two scs systems, and both ipgs will be reported as it was undetermined which ipg has the issue. Follow identified the sjm rep met with the patient and the ipg was unable to communicate with a charging system. It was reported the patient had lost some weight, and the ipg may be tilted. The patient did not have stimulation. It was reported the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.